Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the improve canister. There was no patient harm. There was no delay. Canisters will not be returned.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable maybe a component failure. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.